Event description:
Physician was using a gel mark ultra following biopsy with a mammotome. They felt resistance when removing the applicator from the biopsy probe and pulled with effort. On removal of the applicator they noticed that the tip had sheared off. They retrieved the tip from the pt's breast. There were no pt adverse effects.